Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 360 mg/dl. Caller stated that the customer's infusion set cannula was bent and the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.